Manufacturer narrative:
Patient weight unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review is in progress. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reduction clamp broke intraoperatively during a tibia plateau fracture on (B)(6) 2017. The surgeon was tightening the clamp while using the clamp to reduce the fracture. The fragment was retrieved and nothing left behind in the patient. A surgical delay of 15 seconds occurred while the fragment was beginning retrieved. This is report 1 of 1 for (B)(4).